Manufacturer narrative:
(B)(4).

Event description:
Approximately 10 minutes after treatment start, a fluid leakage from the polyflux 14l was reportedly observed on the floor. According to the customer the external fluid leakage originated from the place where the dialysis fluid is connected. The treatment was restarted after exchanging the dialyzer and no further problem was reported. According to the customer the fluid leak was caused by product damage as a broken overwrap of the polyflux 14l was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.